Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately two months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently due to an occlusion in the left iliac, and the mid aorta. Reportedly, the patient presented emergently where a computed tomography confirmed complete occlusion of the left common iliac. The physician elected to perform an axillo bifemoral bypass to restore blood flow. Additional note: during the original procedure the left limb was not ballooned, and may have contributed to the occlusion.

Manufacturer narrative:
Based upon the investigation findings and the clinical assessment, the reported event has been confirmed. The root cause for the occlusion may be related to the patient anatomy based on the instruction for use (IFU) indications for use, patient's current history of dm, chf and tobacco use, and possible 50% reduction of bilateral iliac stent diameters evident of a stent collapse or a non-expanded stent. There was no manufacturing issue identified in the analysis. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.